Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the smart cable has a short and when manipulated, the image goes in and out. It was reported that a glidescope titanium system was used to complete the procedure which was immediately available. No delay in the procedure or harm to the patient or user was reported.